Manufacturer narrative:
H3: the acist angiographic injection system, model cvi, serial number (B)(6), was returned to acist on december 13, 2019. The injection system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction based on the data from the analysis of the injector system. The acist consumable kits used during the event were discarded by the hospital, therefore, acist is unable to evaluate the consumable kits. The lot numbers of the consumable kits are unknown. Acist requested a copy of the cineangiograms to review as part of the investigation but the user facility elected not to provide this item. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for the use of the device. Based on this investigation, there is no evidence of device malfunction related to this event and no inadequacies related to the device labeling/instructions for use. Acist's medical advisory board member reviewed the information concerning the adverse event and the assessment is as follows: the report describes four bubbles injected into the patient's coronaries. This occurred after the stent balloon/catheter was removed. Testing and evaluation of the cvi injector found no evidence of device malfunction. Although it is not definitive, the most likely source of air in this situation is air introduced into the catheter, at the tuohy, at the time the catheter was removed. There was no evidence of device malfunction based on the data from the analysis of the injector system. The cause of the event is inconclusive. This report is considered closed.

Event description:
New information was received november 21, 2019. After the second stent was deployed and the stent balloon catheter removed, a contrast injection was performed. Subsequently, the patient stated that she was having chest pain and EKG changes were noted with st elevation. Physician reviewed imaging and noted that 3-4 air bubbles had traveled through the circumflex and left anterior descending arteries. The physician treated the patient with intracoronary medication and the pain resolved after 7 minutes with EKG returning to baseline with no st-segment elevations.

Manufacturer narrative:
Acist has requested that the acist angiographic injection system, model cvi, serial number (B)(4) be sent to acist for investigation. Upon completion of the investigation, acist will submit a follow-up report to the FDA.

Event description:
During a coronary catheterization, after completion of the last injection of contrast into the patient, the patient complained of chest pain. The physician reviewed the images and saw five air bubbles inside the patient's coronary artery. The patient's chest pain was five minutes in duration. The patient was administered nitroglycerin and cardene®.